Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). There were found no process errors in the error log from (B)(6) 2021 through (B)(6) 2021. The customer was instructed to check all fly screws on pump syringes, and all were found to be tight. A siemens customer service engineer (cse) was dispatched to check the reagent 2 (r2) mix and ultrasonics. The cse replaced the ultrasonics and cleaned splashing in the reagent tray compartment and windows. The cse adjusted the cuvette film height and air flow and pressure. Then, the cse performed all mechanical alignments and checked all temperatures. A system check was run, and quality controls (qc) were run. The qc results for acetaminophen recovered within acceptable ranges. Siemens further investigated the issue and determined that the r2 mix malfunction potentially contributed to the falsely low acetaminophen result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed acetaminophen (actm) result was obtained on a patient sample on the dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument five times. The repeat results were higher than the discordant result. The repeat result of 35 ug/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant actm result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00129 on 27-may-2021. Additional information: on 29-may-2021, the customer provided their therapeutic range for acetaminophen, which is 10-30 ug/ml. Section b6 was updated with the additional information.